Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
The user reported that the device would not detect the sensors, so it was unable to calibrate. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a patient as a result of this event.